Event description:
Caller states that he received a result of 64mg/dl but had symptoms of low blood glucose. He reports calling the paramedics who tested him at 22mg/dl a few minutes later. The paramedics administered a glucose IV. He notes that he currently has a urinary tract infection. No quality controls were used. Requested return of suspect device and replacement was sent.